Event description:
(B)(4). I am a patient that has had essure since(B)(6) 2014. My insurance covered this procedure fully. At the moment I have strong pelvic pains and leg pains because of this procedure. I also have had significant memory loss and an increase in headaches.